Manufacturer narrative:
The download data shows timeouts before generating an 0x14 alarm during operation, indicating an occlusion along the fluid path. The device was run with a different pdm. The first rerun download data shows the device was able to deliver a 5 unit bolus without generating an occlusion alarm, however timeouts were still present in the data. During the rerun of the device, it was originally observed that no fluid was coming out of the distal tip despite the presence of fluid in the reservoir. During delivery, debris came out of the soft cannula, followed by an excess of fluid, indicating the occlusion had cleared itself during the rerun. Investigation of the device after the rerun found that fluid was able to flow through the complete fluid path and no occlusions were observed within the soft cannula or the formed needle. No other damages or deficiencies were observed that would prevent the flow of insulin. Since fluid flowed normally, and no occlusions were observed, the device was rerun a second time to see if it would replicate the timeouts. The second rerun download data shows no alarm generated but continued to show the timeouts throughout the rerun, despite fluid flowing out of the device during the rerun. Investigation of the lead screw and tube nut found no damages or deficiencies that would cause this amount of timeouts. The exact cause of these timeouts could not be determined. The second rerun download data showed a rotational sensor malfunction. Investigation of the ratchet gear found excess plastic on one of the gear teeth. In addition to that, contamination was found on the commutator cap, causing the rotational sensor malfunction. When this occurred could not be determined. The exact cause of the damage and contamination could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 27 mmol/l (486 mg/dl). An occlusion alarm occurred while worn on the patient's abdomen for between 36 and 48 hours.